Event description:
T was reported that the pump declared an altitude alarm, identified as altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer did not need to replace the cartridge, and after receiving tips from technical support on preventing altitude alarms, they were able to resume insulin delivery with the original cartridge.